Event description:
It was reported that a patient presented to clinic feeling dizzy and lightheaded. Interrogation revealed noise due to emi. Patient is pacemaker dependent. All other lead electrical parameters were within range. The device was reprogrammed successfully. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.